Event description:
Patient underwent surgery for high impedance and painful stimulation and once the lead pin was re-inserted, the impedance was within normal limits, but the lead was discolored and the surgeon saw fluid inside the lead insulation so a full revision was performed. The explanted devices were discarded. The painful stimulation was reported in MFR. Report #1644487-2021-01029.